Event description:
During a routine device replacement, lead insulation damage was noted on the right ventricular (rv) lead. Due to the stable electrical parameters of the rv lead, the lead was repaired with a sheath and silicone to resolve the event. The patient was stable.